Manufacturer narrative:
H2: device evaluated d4: full UDI is not available due to missing lot number. H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure the bur broke whilst be used like an osteotome to try to separate the bone. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure the bur broke whilst be used like an osteotome to try to separate the bone. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.